Event description:
Manufacturer reference number: 2017865-2021-30976, manufacturer reference number: 2017865-2021-30979. It was reported that the patient developed pocket erosion. During revision, culture testing revealed the patient had infection. It was also noted that both the right ventricular (rv) and right atrial (ra) leads showed evidence of vegetation. The entire system including the pacemaker and leads was extracted. The patient was stable.